Event description:
The pt experienced increased baseline pain and sweating. The pt was admitted to the hospital. A pump refill was planned. It was noted that the pt had not heard the pump alarm and there was no specific date scheduled for a refill; this would be his first refill since implant. The pt status at the time of this report was undetermined. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report be sent if add'l info becomes available.